Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the charger/modem was resetting.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (cannot charge battery pack) was confirmed. As received, the charger was unable to recognize and charge a battery pack. Upon eval, the u13 8-bit cmos flash micro-controller was corrupted. The cause of the inability to recognize and charge a battery pack is the corrupted u13 component. The root cause of the corrupted component cannot be positively identified. No adverse event resulted from the corrupted component.